Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that two patients needed to be merged. A technical support specialist (tss) dialed into the server and reviewed the patient records. It was observed that the patients had two different medical record numbers but shared visit identification's. The tss advised the customer to discharge the patient record that was not required. The customer inquired about transferring the patient's charge transactions to the correct patient record. A consultation was initiated with the product service engineer (pse). Following the consultation, pse advised that the customer needs to determine the best approach for their billing process, as it should be handled on their end. The customer was informed accordingly. However, discharging the patient was not possible at that time due to an upcoming change in emrs. The system functioned as intended.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server needed to merge two patients. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.